Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances. The ICD also delivered inappropriate shocks at various episodes due to atrial fibrillation with rapid ventricular response. There were issues for shock delivery due to the rv lead impedances. The ICD eventually reversed polarity. The ICD has been explanted at this time and the rv lead was surgically abandoned. A new rv lead and cardiac resynchronization therapy defibrillator were implanted at the same surgical intervention. A non bsc lead was attempted to be implanted at the new procedure without success. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances. The ICD also delivered inappropriate shocks at various episodes due to atrial fibrillation with rapid ventricular response. There were issues for shock delivery due to the rv lead impedances. The ICD eventually reversed polarity. The rv lead and the ICD have been explanted at this time. A new rv lead and cardiac resynchronization therapy defibrillator were implanted at the same surgical intervention. A non bsc lead was attempted to be implanted at the new procedure without success. The ICD has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances. The ICD also delivered inappropriate shocks ant anti-tachycardia pacing (atp) at various episodes due to atrial fibrillation with rapid ventricular response. There were issues for shock delivery due to the rv lead impedances. The ICD eventually reversed polarity. The rv lead and the ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances. The ICD also delivered inappropriate shocks at various episodes due to atrial fibrillation with rapid ventricular response. There were issues for shock delivery due to the rv lead impedances. The ICD eventually reversed polarity. The rv lead and the ICD have been explanted at this time. A new rv lead and cardiac resynchronization therapy defibrillator were implanted at the same surgical intervention. A non-bsc lead was attempted to be implanted at the new procedure without success. Additional information has been received mentioning that in a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The ICD has been returned for analysis. No additional adverse patient effects were reported.